Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the dilation catheter balloon was malfunctioning. Per additional information received via email on 01-feb-2022, it was reported that the dilation catheter balloon would not inflate. Customer stated that no medical concerns related to the reported issue.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. 2 dilation catheters were returned opened without original packaging. Catheters were marked 1 and 2 during evaluation to differentiate. Using a eagle inflation device both catheter balloons were attempted to be inflated with di water. Catheter 1 would not allow any water to be injected into the catheter. Catheter 2 inflated without issue. The inflation lumen of catheter 1 appeared to be blocked as no water would pass through. As the cause of the blockage is unknown, the reported event will be confirmed cause unknown. Catheter does not meet specification as it was unable to inflate. The sample was observed under microscope. No blockage was noted. Destructive testing was performed and the inflation valve was cut off. Water flowed freely through the inflation valve when the catheter shaft was cut off. No kink was noted in the catheter shaft. Inflation difficulty caused by a blockage of the catheter shaft. Sample was cut longitudinally. A clear substance was found in a portion of the catheter shaft. The substance is the cause of the blockage. The complaint is confirmed for the reported event of difficult to inflate, the root cause is a foreign substance in the inflation lumen. The product was used for treatment purposes. A potential root cause for this failure could be "inadequate material selection". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "catheter balloon inflation: 1. Confirm proper placement of the balloon within the urinary tract. 2. Inflate the balloon with standard inflation medium (e.g., diatrizoate meglumine injection u.s.p. 60% diluted as appropriate) using a 10cc or larger syringe or inflation device. Note: do not use air or any gaseous substance as a balloon inflation medium. Note: the use of an inflation device to monitor balloon pressure is strongly recommended to determine that adequate pressure is applied and that maximum limits of the balloon are not exceeded. Caution: if loss of pressure in the balloon occurs or the balloon ruptures, immediately stop the procedure, deflate the balloon and remove carefully. Do not attempt to reinflate the balloon. If, upon inspection of the balloon, it is noted that pieces of the balloon are missing, check for and endoscopically retrieve the fragments when possible." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the dilation catheter balloon was malfunctioning. Per additional information received via email on 01-feb-2022, it was reported that the dilation catheter balloon would not inflate. Customer stated that no medical concerns related to the reported issue.